Manufacturer narrative:
All information reasonably known as of 28 june 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint 09702. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
We have encountered with your CPAP cannulaide securement devices over the past several months. As a leading healthcare provider in (B)(6) georgia, comprised of five hospitals, we have noticed a distressing increase in skin breakdown among our neonatal intensive care unit (nicu) patients who rely on bubble CPAP and non-invasive ventilation, particularly those using the newer lot numbers. Has there been a change in formulation during the manufacturing process? It appears that recent manufacturing changes to the product have inadvertently made the cannulaide much more challenging to remove from the infant's delicate facial skin. This increased difficulty has resulted in heightened instances of skin abrasions, bleeding, and bruising, causing undue discomfort and potential complications for our vulnerable patients. The welfare of our infants is our utmost priority, and it is distressing to witness the adverse effects of these changes on their well-being. As a result, we are compelled to reach out to you in the hope of finding a resolution that ensures the continued safety and comfort of our tiny patients. We kindly request your urgent attention to this matter and seek clarification on any alterations made to the manufacturing process of the infant CPAP cannulaide securement devices, particularly to the adhesive products you have introduced since acquiring this product line. Additionally, we would appreciate any insights or recommendations you may have on mitigating the risk of skin breakdown associated with the current product design. Our goal is to provide the best possible care to our patients, and we believe that open communication and collaboration with manufacturers like yourselves are essential in achieving this objective. We sincerely hope that together we can find a solution that addresses these concerns and allows us to continue utilizing your product effectively in our nicu.

Manufacturer narrative:
All information reasonably known as of (B)(6) 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. This complaint investigation will be documented under CAPA-00592 for further investigation of the cannulaids issue. A resolution letter was sent to the customer. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
We have encountered with your CPAP cannulaide securement devices over the past several months. As a leading healthcare provider in (B)(6), comprised of five hospitals, we have noticed a distressing increase in skin breakdown among our neonatal intensive care unit (nicu) patients who rely on bubble CPAP and non-invasive ventilation, particularly those using the newer lot numbers. Has there been a change in formulation during the manufacturing process? It appears that recent manufacturing changes to the product have inadvertently made the cannulaide much more challenging to remove from the infant's delicate facial skin. This increased difficulty has resulted in heightened instances of skin abrasions, bleeding, and bruising, causing undue discomfort and potential complications for our vulnerable patients. The welfare of our infants is our utmost priority, and it is distressing to witness the adverse effects of these changes on their well-being. As a result, we are compelled to reach out to you in the hope of finding a resolution that ensures the continued safety and comfort of our tiny patients. We kindly request your urgent attention to this matter and seek clarification on any alterations made to the manufacturing process of the infant CPAP cannulaide securement devices, particularly to the adhesive products you have introduced since acquiring this product line. Additionally, we would appreciate any insights or recommendations you may have on mitigating the risk of skin breakdown associated with the current product design. Our goal is to provide the best possible care to our patients, and we believe that open communication and collaboration with manufacturers like yourselves are essential in achieving this objective. We sincerely hope that together we can find a solution that addresses these concerns and allows us to continue utilizing your product effectively in our nicu.